Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump had hardware low level failures. The customers blood glucose level was 161 mg/dl at the time of incident. Customer also stated that the insulin pump had circuit failure. Troubleshooting was performed and the insulin pump passed the self test but the insulin pump showed hardware low level failures and it failed the self test again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin on keypad assembly.